Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn reported that the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (initially reported for one week) due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 5 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth, however both antibiotics were continued as prescribed. The patient has recovered from the serious adverse events and continued to undergo ccpd therapy while hospitalized. The patient was discharged home on (B)(6) 2025 after receiving his final dose of ip antibiotics. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issues. The pdrn stated the cause of the peritonitis is unknow; however, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (initially reported for one week) due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 5 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth; however, both antibiotics were continued as prescribed. The patient has recovered from the serious adverse events and continued to undergo ccpd therapy while hospitalized. The patient was discharged home on (B)(6) 2025 after receiving his final dose of ip antibiotics. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issues. The pdrn stated the cause of the peritonitis is unknow; however, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged, damaged - door cover there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.